Event description:
Patient was intubated on (B)(6) 2014. The mcgrath mac 3 video laryngoscope was used to guide the insertion of the endotracheal tube. On (B)(6) 2014, the patient alerted a nurse that there was something in his oral cavity. An object was visualized behind the soft palate and was removed. It was noted to be a disposable laryngoscope blade used with the mac3. The patient suffered discomfort but no injury. A review of the incident was completed. Among the recommendations by the reviewing committee was to send a report to the FDA and manufacturer to consider making the laryngoscope blade visible on x-ray. This would aid in visualization on x-ray of an errant blade, particularly in patients who are not conscious or able to alert staff of a misplaced device.